Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: analysis of the 9733856 found component damage (no other symptoms). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site was unable to connect to the imaging system. It was stated that the site switched to a different navigation system and were able to connect. There was no patient present when the issue occurred.